Event description:
Champion af study: it was reported that thrombosis occurred. Prior to the procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 21.0 mm. The patient was discharged on aspirin (81 mg/day) and rivaroxaban (20 mg/day). 124 days post procedure the patient came in for their 4-month transesophageal echocardiogram imaging procedure. The imaging showed that there was a laminar, non-mobile thrombus with maximum area of 0.5 cm2 on the atrial facing surface of the closure device. At the time of the event, the patient was on aspirin. The patient was resumed back on rivaroxaban in response to this event.